Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was tested with a simulator on various shockable and non shockable rhythms without any discrepancies. Review of the error logs did show an event when the device advised to shock but the rhythm could not be confirmed due to the unavailability of clinical data.the device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown) in cardiac arrest, the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable and would not discharge." Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.